Event description:
It was reported that the iodine had dried out on the minicap sponge. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 8030639-2025-00008. All information can be found under manufacturer report number 8030639-2025-00008. Should additional relevant information become available, a supplemental report will be submitted.